Event description:
A surgeon reported that during calibration the aspiration was not working. The problem was solved after replacing the product with another one. The procedure was completed with no harm to the pt.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. The investigation is in progress. A sample is expected, but has not yet been received for eval. (B)(4).